Event description:
Event description guidant received information that the tachy mode of the implantable cardioverter defibrillator (ICD) was found to be in storage mode. No real time electrograms were available, she was unable to reprogram the ICD and printer capabilities were limited. An interrogation of the ICD noted a 39.7 charge time.